Event description:
It was reported that the insulin pump alarmed for a loose drive support cap. Nothing further was reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Unable to prime during the prime/a33 test due to protruded/loose drive support disk. No a33 alarm noted during testing. The insulin pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.